Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: implanted (B)(6) 2011. Explanted (B)(6) 2013. Rec'd by MFR may 9, 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Tanikake, yohei, kayashi, koji, ogawa, munehiro, inagaki, yusuke, kawate, kenji, tomita, tetsuya, tanaka, yasuhito (2016). Nontraumatic tibial polyethylene insert cone fracture in mobile-bearing posterior-stabilized total knee arthroplasty. Arthroplasty today , volume 2 , issue 4 , 157 - 163. Multiple MDR reports were filed for this patient, please see associated reports: 0001825034-2017-02274/ 02276. (B)(4).

Event description:
It was reported in a journal article that the patient underwent a mobile bearing posterior stabilized total knee arthroplasty. He experienced mild flexion contracture after revision procedure. Range of motion -10 degrees in extension and 130 degree in flexion. No further information is available.